Manufacturer narrative:
The customer collected a replacement handle and installed it themselves. The customer confirmed the handle was replaced and the system was functional as intended.

Event description:
The customer reported a broken handle on the workstation. The field engineer determined the handle came off due to bolt failure. There is no report of injury or death associated with this event.